Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exhibiting low r-waves. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.